Manufacturer narrative:
Other medical products in use during the event include: brand name: interstim; product ID: 3889-28 (lot: va198fp); product type: 0200-lead; implant date: (B)(6) 2016. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that the therapy has never really helped since it was implanted. They have incontinence, and in the morning they can hardly get to the bathroom in time, if at all. When it was first put in, the leads were in the wrong spot. The patient also mentioned they had some post-implant pain. The patient told their hcp they couldn't use it because when they turned it on, the pain would go down the left leg. The medtronic representative came into the hospital room to check what was going on and turned it way up, and the patient's leg went flying in the air. The patient had the lead replaced in 2017 but still never had therapeutic effect. No troubleshooting was done during the call; however, the patient confirmed they are still able to program their device and have not reached eos yet. . The patient expressed interest in device removal or replacement in order to have an MRI.